Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with dexon mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced inability to empty bladder, urinary urgency, and frequency. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6) due to chronically infected and eroded vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, pelvic pain, incontinence, nocturia, hesitancy, dysuria, and hematuria.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, pelvic pain, incontinence, nocturia, hesitancy, dysuria, and hematuria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.